Manufacturer narrative:
Manufacturer contacted account for additional details of reported event. Account stated they were of the opinion that the guideliner was not the cause of the dissection. However, they agreed that they do not know when the dissection occurred during the procedure. Manufacturer contacted the facility to try and retrieve the guideliner device involved in this event, and per a 9/17/10 phone conversation with (B)(6) in the risk management department, the facility stated that they would not release the product back to manufacturer per hospital protocol. Therefore, no evaluation of the device was performed as the product was not returned to manufacturer. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person. (B)(4). Hospital will not return device.

Event description:
Patient underwent a left heart catheterization procedure. A guideliner catheter was deployed to deliver a balloon and stent. Once balloon was deflated, the physician was unable to pull it back into the guideliner. After all devices were removed, evidence of a vessel dissection was noted by the staff.